Manufacturer narrative:
The correction of b5 describe event and problem deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 23rd february, 2023 getinge became aware of an issue with one of our equipment. It was stated that the sterilizable handle was broken. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination. Defective part was replaced and light was returned to use. Corrected b5 describe event and problem: on 23rd february, 2023 getinge became aware of an issue with one of our equipment. It was stated that clips inside the sterilizable handle were broken. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination. The initial reporter is the clinical engineer at the hospital. Defective part (ard567917900) was replaced and light was returned to use. Based on the information collected, it was established that when the event occurred, maquet equipment did not meet its specification, due to broken clips inside the sterilizable handle. Such a scenario could be considered as technical deficiency, and in this way the device contributed to the event. Provided information does not indicate if upon the event occurrence the device was or was not being used for patient treatment, however there was no harm to patient's health. Subject matter experts at maquet sas performed analysis in order to establish the root cause of the malfunction investigated herein. As they stated, regarding the safety aspect, the cracks and broken clips observed on the defective handles can be only generated with a big change of physical conditions (temperature, humidity, pressure) or a chemical stress because of the use of inappropriate cleaning products. It means that it can only happen during the phase of sterilization process and not when the handle is fitted on the light head where conditions remain stable. In the brief instruction for use it is mentioned to check the handles for cracks and soiling during the sterilization process and also before mounting on the light (IFU 01821 en 12, pages 25-26). In the chapter sterilisation it is also mentioned to check the handles (IFU 01821 en 12, chapter 6). According to the information provided by getinge sales and service unit representative, the affected handles most probaby exceeded the parameter of sterilization cycles guarantying the properties of the handles (IFU 01821 en 12, page 43). We believe the related devices are performing correctly in the market. We also believe that if the manufacturer¿s recommendation had been followed the incident could have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
On 23rd february, 2023 getinge became aware of an issue with one of our equipment. It was stated that clips inside the sterilizable handle were broken. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6)2023 getinge became aware of an issue with one of our equipment. It was stated that the sterilizable handle was broken. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination. Defective part was replaced and light was returned to use.